Event description:
On (B)(6) 2013, our (B)(4) affiliate received a medical claim fax from the (B)(6). On (B)(6) 2013, the (B)(6) y/o female was diagnosed with a corneal ulcer, corneal infiltrates, and secondary iritis in the left eye (os). The patient (pt) was wearing 1-day acuvue define lenses. Our (B)(4) affiliate conducted an interview with the reporting ecp on (B)(4) 2013. The ecp stated the pt presented on (B)(6) 2013, with persisting pain, redness, and tearing os. Symptoms started on (B)(6) 2013. The ulcer was curetted away and cultured. Results were negative. The ulcer was out of the pupillary zone, at the 2 o'clock position. The pt's visual acuity was not affected. The pt was prescribed cravit opthalmic solution 1.5% q2h and mydrin-p drops qid. The pt was instructed to discontinue contact lens wear. Pt returned to the clinic on (B)(6) 2013, inflammation persisted. Medications were changed to cravit opthalmic solution 1.5% 6 times/day and mydrin-p drops qid. The pt returned again on (B)(6) 2013. The iritis had improved. Medications were changed to ofloxin opthalmic solution 0.3% qid and mydrin-p drops at bedtime. The pt was instructed to continue discontinued of contact lens wear and return for visit on (B)(6) 2013. At the time of interview, the pt had not returned and the ecp did not expect her to do so.

Manufacturer narrative:
No products are available for return and the lot number is unk. Therefore, a review of the device history record could not be conducted. Based on all available info, no causal factors can be determined and no conclusion can be drawn. Add'l info will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.